Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). A manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were not replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the tip of the reported cervical probe was suspected to be bent. On (B)(6) 2018, the rep visited the customer to check the probe. The probe was recognized normally without any issues. There was no issue with accuracy using a bone model. No further actions were taken at this moment.